Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had an alert for non-sustained ventricular tachycardia (nsvt). Data further showed ventricular oversensing of the atrial flutter and one atrial sense (as) was noted during a sinus rhythm being picked up on the rv channel. On prolonged episodes, these events were recorded as nsvt. This patient had an unreliable escape rhythm, the longest pause being greater than four seconds. A chest x-ray was performed a little over three years ago and showed both the right atrial (ra) and right ventricular (rv) lead curves retracted, the rv distal coil was near the tricuspid valve. Subsequently, this rv lead was capped and left in situ and a new lead was implanted. No additional adverse patient effects were reported. The ra lead is a competitor lead.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had an alert for non-sustained ventricular tachycardia (nsvt). Data further showed ventricular oversensing of the atrial flutter and one atrial sense (as) was noted during a sinus rhythm being picked up on the rv channel. On prolonged episodes, these events were recorded as nsvt. This patient had an unreliable escape rhythm, the longest pause being greater than four seconds. A chest x-ray was performed a little over three years ago and showed both the right atrial (ra) and right ventricular (rv) lead curves retracted, the rv distal coil was near the tricuspid valve. Subsequently, this rv lead was capped and left in situ and a new lead was implanted. No additional adverse patient effects were reported. The ra lead is a competitor lead.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event. Patient code 3191 was applied to capture the reportable event of surgery.